Event description:
It was reported that this device exhibited noise from the right ventricular (rv) port plug of this device. It was noted there were a variety of morphologies and that the concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty in being optimized due to this. This patient is being referred to their physician for evaluation of next steps. This device and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that this device exhibited left ventricular (lv) pacing lower than expected. This patient only has a lv lead with this device. Right ventricular (rv) oversensing of the automatic lead detect was occurring every two seconds. Ts discussed the only true solution would be to open the pocket and put a lead into the rv port long enough to satisfy automatic lead detect algorithm. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited noise from the right ventricular (rv) port plug of this device. It was noted there were a variety of morphologies and that the concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty in being optimized due to this. This patient is being referred to their physician for evaluation of next steps. This device and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that this device exhibited left ventricular (lv) pacing lower than expected. This patient only has a lv lead with this device. Right ventricular (rv) oversensing of the automatic lead detect was occurring every two seconds. Ts discussed the only true solution would be to open the pocket and put a lead into the rv port long enough to satisfy automatic lead detect algorithm. This device remains in service. Additional information was received that noise markers were observed for paced and sensed events. This concomitant device to the s-ICD this patient also has, had previously been programmed to unipolar for pacing needs. It was noted that there had possibly been some muscle stimulation which led to that reprogramming. Technical services (ts) discussed programming suggestions with the field representative. This device remains in service.